Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results for six patient samples that were generated by the access 2 immunoassay instrument. The erroneous results were not reported outside the laboratory. Per customer, the patient samples were sent to an alternate facility for tropinin testing and the repeat results were within normal range. The customer did not provide pt repeat results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Samples were collected in lithium heparin tubes with gel and centrifuged at 3000 rpm for 10 minutes. All the erroneous accutni patient results had ovr flags. Qc was within specifications prior to this event. Two system checks performed prior to this event were within specifications. A system check performed on the day of the event partially failed. A field service engineer (fse) was dispatched to the customer lab in 2007: the fse performed system check which also partially failed. The fse found no wash buffer in the wash pump and discovered that the wash buffer tubing was kinked. The fse primed the system and then performed system check and qc, and all results passed. A hardware issue may have contributed to this event. A malfunction will be assumed for the purpose of this report.